Manufacturer narrative:
The reported condition of "stop button inoperative on the pump head module (phm) keypad" was confirmed during product eval. Inspection of the device revealed the condition was caused by a defective phm keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated.

Event description:
The facility representative reported a device with a condition of "stop button inoperative on the pump head module keypad." This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.